Event description:
Customer was running a antimicrobial susceptability test (ast) on mycobacterium tuberculosis using the bactec mgit mycobacteria growth indicator tube 7ml in the bactec mgit 960 instrument. The customer did not fully seat the carrier set and when the customer closed the drawer, the tube was broken. The tech was not wearing a mask or gown. Upon hearing the tube break, the tech exited the room immediately. The broken tube contained a suspension of mycobacterium tuberculosis atcc 27294. After putting on personal protection equipment (ppe), she reentered the room and discarded all the tubes in the drawer where the breakage occurred. Tubes in the remainder of the instrument were moved to another instrument and the original instrument turned off. The tech is currently being evaluated by the in house (B)(6) for exposure. She received a (B)(6) and will return in three months for another.

Manufacturer narrative:
No returns were received for testing from the customer. Due to the nature of the organism that is being identified, the package insert contains the following precautions: "working with mycobacterium tuberculosis grown in culture requires biosafety level 3 practices, containment equipment and facilities. In the event of tube breakage: close the instrument drawers; turn off the instrument; vacate the area immediately; consult your facility/cdc guidelines. An inoculated leaking or broken vial may produce an aerosol of mycobacteria; appropriate handling should be observed." Root cause of this issue was failure by the customer to seat the tubes completely before closing the drawer. A trend analysis was performed for this batch number and no other complaints were noted. Bd will continue to monitor this type of issue.